Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint on the interface board. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump had turned off. The battery was changed but the anomaly persisted. The customer's blood glucose was 22 mmol/l. The customer was unable to treat with the insulin pump and they did not have a backup plan. Troubleshooting was performed but the display did not return. The customer stated that they will call back if further assistance was needed. Nothing further was reported.